Event description:
Reporter alleged that the compact test strip vial was missing the expiration date. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made fo the return of the suspect device.